Manufacturer narrative:
There is no indication of any system or component failure or malfunction. The system appears to have been implanted appropriately as the migration symptoms were not reported until more than 1.5 years after implanting and activating the system. There are no reports of external trauma or other events that are likely to have contributed to the movement of components. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to replace an existing system from a different manufacturer. On (B)(6) 2024 the firm was notified by the implanting physician that the patient had experienced lead migration and would require a surgical procedure to reposition the leads. On (B)(6) 2024 the surgical procedure was performed. The physician elected to fully remove the single 8-contact lead and replace with two 4-contact leads. The implantable pulse generator (ipg) was also replaced during the procedure out of caution due to handling of the device.